Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead with no capture at max outputs during ER check was observed. The patient was tired due to low heart rate since no capture. Hence, the lead was capped and replaced.